Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges do not fit intermittently. Additionally, it was reported that the wake button gets stuck at times. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.